Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging an inaccurate bolus history. The patient claimed that there were data gaps in the bolus history from (B)(6), 2011 and (B)(6), 2011. The patient claimed that he had bolused during that time but the boluses were missing from the bolus history. The patient denied that the pump's data/time had defaulted to the factory setting upon battery changes. The pump's current date/time was set correctly. He denied changing the pump's date/time. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate bolus history. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that boluses were delivered on (B)(6) 2011. The patient stated that boluses were delivered but not recorded from (B)(6) 2011, and also from (B)(6) 2011. During testing, two boluses were delivered from the pump and were accurately recorded in the pump history. The pump was paired with a test meter and a bolus was delivered from the meter and was also accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
(B)(4) correction = "on (B)(6) 2012, the lay-user/patient contacted animas alleging the pump had an inaccurate bolus history."